Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding during a bolus attempt. He changed the battery and received a battery out limit. Customer stated the batteries were out of the device greater than duration allowed. The customer stated the insulin pump was exposed to moisture; probably insulin but did not recall how it happened. The alarm history could not be checked due to the keypad issue. Blood glucose value was 77 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer requested a replacement insulin pump to be sent.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the electronics. Unable to verify battery out limit alarm due to unresponsive buttons. The insulin pump had minor scratched display window and cracked reservoir tube lip.